Manufacturer narrative:
Device was received and is currently undergoing evaluation. Batch records were reviewed, no deviations associated with this event were noted and no similar reports were received for this manufacturing lot.

Event description:
The device was removed and replaced, due to the patient's dissatisfaction with her visual results. Patient complained of seeing things in a "3d mode". As labeled some visual effects may be expected because of the simultaneous focus of multiple images including some preception ghost images.